Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump failed. It was reported that the patient was sent to the hospital, while at the hospital, the failed pump was restarted. However, there was a minimal interruption to therapy, but pump did not need to be replaced. No further intervention was needed. No patient injury reported.